Event description:
Additional information reported the ins was implanted less than 1 cm below the patient¿s skin, faced the correct direction, and was fixed in the pocket. It was note the patient¿s implant procedure went ¿ok¿ and the patient¿s ¿symptoms were controlled well¿ with the device. The patient was advised to stop charging and turn their recharger off when the ins was near fully charged. The patient was also advised that he ¿needed more time to see the fully charged icon.¿

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported the recharger "did not display the full charge screen." It was further reported that while the "recharger did display the sufficient charge screen with the sprites," the patient then "tried charging for two hours beyond this and did not get the charge complete icon" and the recharger would "never turn off automatically." The patient would then press the stop button and the recharger would turn off automatically. As a result, it was stated the patient "couldn't charge the implantable neurostimulator (ins) battery to 100%," despite charging every day. The patient's recharger was replaced, "but the problem still happened." It was noted the patient's initial recharger was able to fully charge a demonstration ins that was available. There were no symptoms reported from the event and the ins controlled their disease "well." Additional information was requested; a supplemental report will be filed if additional information is received.